Event description:
Related manufacturer reference: 9680001-2018-00047. 9680001-2018-00048. During an ablation procedure, a temperature issue occurred and the procedure was cancelled. The cables and connections were checked, the catheter was replaced and the tactisys and generator were connected without the genconnect, with no resolution. The procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as no abnormalities were identified. The returned cardiac ablation generator functioned as intended during functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.